Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contact reported to fresenius that a fluid leak was discovered on the inside of the cassette door of the liberty select cycler after ending pd treatment. The air detected in cassette alarm was received three times during drain 1 of 4 of treatment and the treatment was cancelled. It was reported that the cycler would be re-setup with new supplies in order to complete treatment. Upon follow up, the patient and peritoneal dialysis registered nurse (pdrn) stated that treatment was completed with the cycler on the night of the event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cycler remains with the patient for continued use.

Event description:
A peritoneal dialysis (pd) patient contact reported to fresenius that a fluid leak was discovered on the inside of the cassette door of the liberty select cycler after ending pd treatment. The air detected in cassette alarm was received three times during drain 1 of 4 of treatment and the treatment was cancelled. It was reported that the cycler would be re-setup with new supplies in order to complete treatment. Upon follow up, the patient and peritoneal dialysis registered nurse (pdrn) stated that treatment was completed with the cycler on the night of the event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cycler remains with the patient for continued use.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no sign of physical damage. There were no visual indications of dried fluid found within the cassette compartment. There were no visual indications of particulates found within the cassette compartment. There were no burrs or sharp edges in cassette compartment that may have punctured a cassette membrane. The vacuum test passed. The accelerated stress test passed. No fluid leaks were found during the removal of the cassette. An internal inspection of the cycler showed that there were visual indications of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the encountered dried fluid could not be determined. The mushroom head check passed. Upon completion of the evaluation, the leak event is confirmed due to the presence dried fluid within the device, which is indicative of fluid contact. There were no malfunctions found during testing that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A peritoneal dialysis (pd) patient contact reported to fresenius that a fluid leak was discovered on the inside of the cassette door of the liberty select cycler after ending pd treatment. The air detected in cassette alarm was received three times during drain 1 of 4 of treatment and the treatment was cancelled. It was reported that the cycler would be re-setup with new supplies in order to complete treatment. Upon follow up, the patient and peritoneal dialysis registered nurse (pdrn) stated that treatment was completed with the cycler on the night of the event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cycler remains with the patient for continued use.

Manufacturer narrative:
Correction: h10 (plant investigation) plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no sign of physical damage. There were no visual indications of dried fluid found within the cassette compartment. There were no visual indications of particulates found within the cassette compartment. There were no burrs or sharp edges in cassette compartment that may have punctured a cassette membrane. The vacuum test passed. The accelerated stress test passed. No fluid leaks were found during the removal of the cassette. An internal inspection of the cycler showed that there were visual indications of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the encountered dried fluid could not be determined. The mushroom head check passed. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A peritoneal dialysis (pd) patient contact reported to fresenius that a fluid leak was discovered on the inside of the cassette door of the liberty select cycler after ending pd treatment. The air detected in cassette alarm was received three times during drain 1 of 4 of treatment and the treatment was cancelled. It was reported that the cycler would be re-setup with new supplies in order to complete treatment. Upon follow up, the patient and peritoneal dialysis registered nurse (pdrn) stated that treatment was completed with the cycler on the night of the event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cycler remains with the patient for continued use.